Event description:
It was reported that the arctic sun device would not cool below 22c. Per review of wo notes, during testing t4: 20.2. Never went below 17.7, mixing pump command (mpc) was 100% chiller has water in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive. The root cause could not be definitively identified. Per review of wo notes, during testing t4 20.2. Never went below 17.7, mixing pump command (mpc) was 100 percent chiller has water in it. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool below 22c. Per review of work order notes, during testing t4 20.2. Never went below 17.7, mixing pump command (mpc) was 100 percent chiller has water in it.